Event description:
It was reported by clinical engineer that cardiosave intra aortic balloon pump (iabp) displayed an overheating message and stopped pumping during clinical use. There were no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact phone number: +(B)(6) updated field: b4, e2, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed an internal operational check,but were unable to reproduce the issue. After consultation, fse decided to preventatively replace the parts related to overheating. The compressor and two fans were replaced. Subsequently, an inspection was performed according to the service manual, and continuous operation was conducted for 7 days. Normal operation was confirmed. Operational check results were good.

Event description:
N/a